Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she was hospitalized due to non-diabetic reason. The customer also states the pump fell on the floor and when she changed the battery, it stopped turning on-blank display as well as it would make a constant tone and said "no delivery" the customer was assisted with troubleshooting but declined and said will call back later. The insulin pump will not be returned for analysis.